Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired; the clip came out crooked and got stuck in the jaws. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Malformed clip. The analysis results of the (B)(4) found that it was received with a malformed clip inside the jaws. In an attempt to replicate the event reported, the device was tested for functionality. Upon firing, the remaining clips were conforming according to our manufacturing specifications and then, it locked out as intended. No incident related to the reported event was observed during the batch record review.